Event description:
It was reported that during flow diversion case, subject stent could not be expanded at c7 internal carotid artery (ica) and operator noticed poor expansion at the distal end of the stent. Upon further deployment, the stent got flattened and the distal end still failed to expand properly. The operator continued to try the push-pull technique to open the stent, but it was observed that the delivery wire of the stent was withdrawn while the stent remained stationary, leading to the judgment that the stent was likely deployed prematurely. When removed outside the patient's body, the subject stent was found encased in thrombus. The procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the stent delivery wire (sdw) and stent were returned, and the stent was deployed, fully opened but noted to be deformed and traces of procedural fluid were present. The distal sdw was noted to be kinked, and the petal/distal protection assembly (dpa) was intact. The stent introducer sheath was not returned. Functional inspection was not required as stent was deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed, and it was determined that the device failed to meet specifications when returned for product analysis. Additional information provided by the customer indicated the anatomy was above average tortuosity. The size of the stent was appropriate for treatment site. The position of the stent was confirmed under fluoroscopy. The condition being treated was brain aneurysm and the anatomical location of the treatment site was opthalmic segment. The location of the flow diverter when it failed to open was opthalmic. The mid portion of the stent failed to open. The flow diverter was recaptured/re-sheathed back during the procedure twice. The stent delivery microcatheter was retracted in a continuous movement while maintaining the position of the stent delivery wire as per dfus. The flow diverter was recaptured and removed with no issues. The physician is not sure what caused the flow diverter not to open as seemed straight forward. Details indicates aneurysm at the clinoid segment of the lateral wall. Access was successfully established, and the stent catheter was delivered to the correct position. Then the stent was smoothly advanced to the deployment location. The operator used the push sheath technique to release the head end of the stent first and continued to deploy the distal end for about 1/3. However, the operator noticed poor expansion at the distal end of the stent. Upon further deployment the stent was flattened and the distal end still failed to expand properly. At the bended section, the operator continued to try the push-pull technique to open the stent, where premature deployment was noted. The system was removed, and a new stent was successfully deployed. After the procedure, the operator tested the stent outside the body after pushing it out on the table and found it to be encased in thrombus and in a poorly expanded state. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. The anatomy was moderately tortuous which may have contributed to the reported event. An assignable cause of procedural factors will be assigned to the as reported ¿stent failed/unable to open (when not implanted)¿, stent deployed prematurely during use and stent deformed and as analyzed stent deployed prematurely during use', sdw kinked/bent and stent deformed as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to the reported defect patient vessel thrombosis.

Event description:
It was reported that during flow diversion case, subject stent could not be expanded at c7 internal carotid artery (ica) and operator noticed poor expansion at the distal end of the stent. Upon further deployment, the stent got flattened and the distal end still failed to expand properly. The operator continued to try the push-pull technique to open the stent, but it was observed that the delivery wire of the stent was withdrawn while the stent remained stationary, leading to the judgment that the stent was likely deployed prematurely. When removed outside the patient's body, the subject stent was found encased in thrombus. The procedure was completed successfully with no clinical consequences to the patient.